Manufacturer narrative:
Concomitant product: astato xs9-40, mach1 6f, jade 4.0mm, and replacement balloon jade, orbus neich. Complaint conclusion: the balloon of a saber 4x20mm 90cm percutaneous transluminal angioplasty (pta) catheter ruptured at ten atmospheres (10 atm). A new non-cordis balloon was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100% (chronic total occlusion). There was no difficulty removing the saber balloon from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. After a guide wire crossed the lesion, a balloon catheter (1.5mm) inflated. It is unknown if there was any difficulty advancing the guidewire to the lesion. Then, a saber pta catheter was delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion.  It was inflated at the lesion, but it ruptured at 10 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It was replaced with a same size new non-cordis balloon. The procedure finished successfully. The device was not returned for analysis. A device history record (DHR) review of lot 17029239 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 100% chronic total occlusion stenosis may have contributed to the reported event. According to the instructions for use, ¿at least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the balloon of a saber 4x20mm 90cm percutaneous transluminal angioplasty (pta) catheter ruptured at ten atmospheres (10 atm). A new non-cordis balloon was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used, and it will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100% (cto). There was no difficulty removing the saber balloon from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. After a guide wire crossed the lesion, a balloon catheter (1.5mm) inflated. It is unknown if there was any difficulty advancing the guidewire to the lesion. Then, a saber pta catheter was delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion.  It was inflated at the lesion, but it ruptured at 10 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It was replaced with a same size new non-cordis balloon. The procedure finished successfully. There was no reported patient injury.